Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to device exposure through the skin. There are no plans to re-implant the patient with a new cochlear device as of the date of this report.